Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false tube detection. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false tube detection when a reload set message occurred during evaluation. The reported false tube detection were verified through a review of the event history log as reload set messages. The cause was determined to be a hook and link spacing. The hook and link spacing was adjusted. Should additional relevant information become available, a supplemental report will be submitted.